Manufacturer narrative:
The consumer was walking and the right wheel fell off and the consumer broke their hip. Invacare has investigated the complaint, and field corrective action is being initiated at this time.

Event description:
The consumer was walking with the walker when the right wheel allegedly fell off, causing her to fall and break her hip.